Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced on-going, continuous elevated blood glucose (bg) levels displayed as ¿high; bg value not provided. Bg cause was unknown. Bg was addressed via a correction bolus, and a supply change. A system check was performed, and it was found that the customer was using off label insulin (fiasp) within the pump supplies. Recommendation was made to consult with a healthcare provider regarding diabetes management.